Event description:
This complaint was reported to intuitive surgical, inc.(isi) for a problem associated with the patient side manipulator (psm) with a possible issue with the potentiometer or encoder. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. There were not reports of an adverse event to a patient. The psm was replaced to resolve the issue.

Manufacturer narrative:
The device was returned to isi and evaluated with the following findings: the psm arm failed the in-house brake weighted drop test. The arm was upgraded with the newest brakes, brake gears, brake bearings and brake shaft to correct the problem. This complaint is being reported due to the failed brake weight test found during failure analysis.